Manufacturer narrative:
(B)(4).

Event description:
On july 26, 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using endurant¿ ii system and two gore® excluder® contralateral leg components (right: plc201200j and left: plc161400j). The patient tolerated the procedure with no endoleak reported. On (B)(6) 2018, follow-up examination revealed a distal type I endoleak associated with the contralateral leg component implanted on the right side. It was reported that right common iliac artery was very tortuous with a distal landing zone of only 5mm, which may have caused or contributed to the endoleak. On (B)(6) 2018, a reintervention was performed. An additional contralateral leg component was implanted to extend coverage distally on the right side. The patient tolerated the procedure and the endoleak was resolved.